Event description:
Customer tested blood glucose on suspect device and got a reading of 68 mg/dl. Customer suspects insulin reaction (low blood glucose) and called 911 before passing out. Emts arrived and took blood glucose test and got a reading of 23 mg/dl. Approx time between tests was 15 minutes.